Event description:
Patient underwent ncp system replacement surgery due to suspected lead discontinuity. It was reported that the generator was also replaced due to end of service. Prior to ncp system replacement surgery, device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. X-rays reviewed by treating epileptologist did not reveal any obvious discontinuities in the ncp system. The patient had reportedly experienced an increase in seizure activity and it was not known whether the patient could still feel device stimulation. The patient had not suffered any recent injury or trauma that may have damaged the ncp system. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.

Event description:
Product analysis summary: the lead assembly was returned for analysis in two pieces. The lead was received without the electrodes. Visual inspection identified a lead break on the lead body portion 14mm from the end of the lead. Scanning electron microscopy was performed at the area where the break was identified. Scanning electron microscopy identified pitting on the surface of the lead coil. This is an indication that stimulation was present for some period of time after the fracture occurred. Because of the metal dissolution resulting from the pitting is unk how the fracture occurred. Continuity check using a multimeter was performed. Continuity check did not identify any other discontinuities on the portion of the lead returned. Other conditions of the lead were consisted with conditions that exist following the explant procedure. The concomitant device (pulse generatoy) was also returned and analyzed. The pulse generator met electrical test specifications. Visual examination revealed no anomalies. There is no indication that the reported events are related to the pulse generator.